Event description:
It was reported that this pacemaker was part of a system revision due to a pocket infection that spreads systematically. Following a swab test, it was reported that methicillin-resistant staphylococcus aureus (mrsa) was present in the device and leads. The patient was treated with antibiotic. There was no additional adverse patient effects were reported. This pacemaker was explanted.